Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was to be used during a procedure performed on an unknown date. During preparation, it was noted that the connection portion with the high frequency device was disconnected. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: problem code a0501 captures the reportable event of cautery pin detached. Block h10: (product investigation) one captivator snare was received for analysis. Visual inspection of the returned device revealed that the cautery pin was detached inside the original pouch. The reported event of "cautery pin detachment of device or device component" was confirmed since the cautery pin was detached. Based on the analysis of the returned device and the information available, the code selected as the most probable cause is "design inadequate for purpose." An investigation to address this issue is in progress. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was to be used during a procedure performed on an unknown date. During preparation, it was noted that the connection portion with the high frequency device was disconnected. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.